Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be completed once the investigation results are available.

Event description:
Customer reported receiving an error 6 message on their precision xtra meter. Customer reported symptoms of nausea, dizziness and weakness. Customer went to the ER where he reports being diagnosed with diabetic ketoacidosis and taking "glucatrol 10" to stabilize his blood sugar. There was no report of death or permanent impairment associated with this event.